Event description:
It was reported the device was used during a diagnostic laparoscopy. It was reported the device was used to transect adhesions and fired only half way. The device would not fully fire when the lever was pulled. Surgeon stated the device jammed. Another device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00y42; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, partially fired; and position/condition of wedge sleds, 1/4 fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no; and results of attempted firing, good. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "would not fire" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within design specification. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Returned cartridge had bent lockout tab on pan which indicates that instrument's firing cycle was interrupted, released, then restarted. When this occurred, lockout tab on cartridge became damaged.